Event description:
It was reported that the customer received strykeflow with a puncture in the packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.